Event description:
The customer stated that he was hospitalized for low blood glucose and the reading was 16 mg/dl. The customer stated that he didn't have his glucose meter with him, so he was treating based on the sensor glucose, not the blood glucose. Advised the customer never to treat based on the sensor glucose. During the phone call, the customer was experiencing a low blood glucose reading of 62 mg/dl, which he was treating with hard candy. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.